Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-33, lot# v704501, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation and they had not felt stimulation for about a month. It was stated the patient¿s symptoms were worsening but the healthcare provider did not think they had a full return of symptoms. The patient¿s ins was interrogated with a clinician programmer and it was showing the stimulation was on. The patient¿s stimulation was increased a couple of notches and then the patient was feeling stimulation again in the same area as they were before they lost sensation. It was noted the patient had lost weight and the device had moved some. It was stated impedances were all within normal range.